Event description:
The customer reported that the central station did not alarm. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the central station did not alarm. Pt injury is possible should the user not be alerted to a change in the pt's condition beyond the preconfigured vital sign parameters. No pt injury/harm was alleged in this case. Based on the investigation and available info, including analysis of the alarm logs in the central station, the central station did alarm for ventricular fibrillation/tachycardia and the users acknowledged (silenced) the alarm at the central station. There was no malfunction or health risk related to the device. The reported lack of alarm record in the alarm review function is fully consistent with the ability of users to edit the alarm review records. The available info support that this reported allegation does not represent any design, materials, or labeling problem. Consideration of this complaint and trending for this issue supports that there is no design, mfg, materials, or labeling problem. No further action or investigation is warranted.